Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The provided images were able to confirm a case of disassociation. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint injury and device revision or replacement.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon is concerned with posterior superior wear on the liner in the acetabulum cup and wants to speak to an engineer regarding cup placement. The surgeon thinks there may be an implant issue. Revision hasn¿t taken place yet. Doi: (B)(6) 2018; dor: unknown; left side.